Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with chipped top case corners, cracked bottom case by l-bracket, and cracked right plunger case. There was evidence of the error in the event history log. The customer reported problem was duplicated; the investigation found syringe plunger not in place at syringe test device. This was believed to be the result of impact, which knocked the q1 chip off the plunger board. The cause was traced to the customer (customer damage). For corrective action, the plunger board was replaced. The root cause of the reported problem was traced to improper handling. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) .

Event description:
It was reported that the device kept getting plunger errors. No patient injury reported.